Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information from the attorney of the family on december 27, 2021 regarding insulin pumps allegedly subject to the safety notification related to missing or broken retainer rings. Reporter alleged that the use of medtronic insulin pump caused personal injuries to the customer. No further details were provided. The insulin pump is expected to return for analysis.